Manufacturer narrative:
A complaint history review and service history were performed for a similar complaint performed on (B)(6) 2024, for sn (B)(6) from install date (B)(6) 2023 to (B)(6) 2024. There was no other complaint identified during that search period.

Manufacturer narrative:
A tosoh technical support specialist (tss) assisted the customer with the reported event. The customer mentioned to the tss that they calibrate when replacing their test column. The customer also mentioned that their quality control (qc) was in range and near the mean value; however, the customer was uncertain if they were properly monitoring their qc over the column life span. The tss suggested to the customer that they should increase the frequency of their calibrations by calibrating weekly to properly monitor the qc ranges over the column life span. A complaint history review and service history were performed for a similar complaint performed on (B)(6) 2024, for sn (B)(6) from install date (B)(6) 2023 to (B)(6) 2024. There was no other complaint identified during that search period. The g8 variant analysis mode operator's manual v 3.2 under section 1.8 and 1.9: interpretation of results: the sa1c measuring range is 4.0 ¿ 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See ¿abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However, a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator¿s manual. Expected reference values: reference ranges (non-diabetic): hba1c 4.0-6.0 % (mean 5.0 %, sd 0.5 %) the diagnosis of diabetes and identification of persons at increased risk of developing diabetes follows the ada guideline of 6.5% for the cut-off and values between 5.7% and 6.4% as being at increased risk. The most probable cause of the reported event could not be established.

Event description:
A customer reported failed 2023-c college of american pathologist (cap) survey sample for hemoglobin a1c (hba1c) on the g8 analyzer. Tosoh qa lab survey samples were all within acceptable range. A technical support specialist (tss) assisted the customer over the phone to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.